Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Feedback suggests that during set up of chemotherapy a leakage was identified.

Manufacturer narrative:
The customer¿s report of leaking from the air inlet filter was confirmed. Visual inspection of the set noted a tear on the air inlet filter. In addition, the spike housing did not sit properly on the drip chamber, instead sitting at an angle. There were no other anomalies observed. Functional testing confirmed leaking from the air inlet filter. The root cause of the customer¿s report was not identified.

Event description:
Feedback suggests that during set up of chemotherapy a leakage was identified.